Event description:
The hcp reported that the pt underwent a tuna procedure in jan. 2004, which was performed successfully with no complications. On follow-up examination three weeks later, pt presented with a resistant pseudomonas urinary tract infection. The pt was hospitalized and treated with IV antibiotics.